Event description:
The user facility reported that the device suddenly developed a high pressure air leak sound from inside. Device was on pt; respiratory therapist was at bedside and placed the pt on another vent. The vent kept working correctly giving accurate volumes and pressures throughout the event. No pt distress.

Manufacturer narrative:
(B)(4). The carefusion field service rep evaluated the device, duplicated the event and identified that the issue was caused by cracked (physically damaged) exhalation valve assembly. However, he was not able to determine what caused the exhalation valve assembly to crack. The carefusion field service rep replaced the exhalation valve and per the service manual, ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. Carefusion is in the process of contacting the user facility to offer an in-service training for proper device handling. In addition, carefusion sent an email to the user facility seeking additional info concerning the reported event and the condition of the pt. As on (B)(6) 2015 there has been no response from the user facility.